Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the patient was in the hospital ICU for 3 weeks because the patient fell a lot and even though their dystonia is kind of controlled they still had a very tough time walking and just stumbled. They had a tremendous fall so after the patient got out of the ICU the caller decided to put patient into a home. Caller said that while the patient was in the hospital they had been operated on and the rep brought the patient programmer to turn the ins off and then back on. The rep came back to make sure therapy was back on and that the patient was set at the right voltage and everything was fine. Caller said then the patient's dystonia symptoms had come back worse than they were before they got the device. When the rep came back it was found that the ins had been off, so the rep turned the device back on. Caller said that the patient was mentally handicapped so they couldn't recharge themselves. Caller said due to this they are considering a primary cell when the ins was up for a change. Caller wanted to know how ins turned off, and it was reviewed that if the battery gets depleted the ins would turn off. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the fall and the patient being in the ICU was not related to the device or therapy. The fall and loss of therapy was caused by the caregiver accidentally turning off the ins. The rep had turned the stimulator back on. There had been a slow recovery with the patient after the hospitalization. No further episodes of loss of stimulation had happened. There were no further complications reported.